Event description:
Customer reported experiencing alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. There was no need for additional assistance, and the case was closed by technical support.